Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad cover was intact. The keypad cover was removed to find no contamination under the button contacts. The original complaint of an under responsive ok button was unable to be duplicated. Evidence of moisture was found in the battery compartment. A leak test was performed and failed due to the leak in the battery compartment. A crack in the battery compartment was present at the threads to the left of the bumper and at the case seal below the bumper. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. Evidence of moisture was present on the printed circuit board.